Manufacturer narrative:
D9: date returned to mfg.: 4/29/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump cassette was not attached and alarmed e51071¿ was confirmed through pump power up test and attaching a 50ml cassette with fluid alarmed ¿cassette not attached properly¿ alarm. The upstream occlusion (uso) sensor was unresponsive. The probable cause was defective uso sensor and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump cassette was not attached and the unit alarmed. Per reporter, there was patient involvement and no harm/adverse event was reported.